Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from the date the manufacturer was made aware. D6b: explant date: five years ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 2000003446, UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.